Event description:
Analysis of the returned device found that the guidewire was fractured as a result of a torsional overload.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The guidewire wire was received in two pieces, first section measured 208.5cm and the second section measured 21cm. The distal portion of the guidewire, approximately 70.5cm, was not returned. Visual inspection of the first section found that three bends at 1, 48.5 and 98cm from the proximal end of the piece. The second piece was returned inside of what appears to be the inner portion of a catheter. There were several kinks and bends on the shaft of the second piece. Both pieces of the guidewire were further analyzed using scanning electron microscopy (sem). This revealed that none of the core wire sample ends correspond or mate with each other and the pieces appeared to have been cut on three of the ends. The end of the second piece was at an approximate 45 degree angle. There were two bends found on the sample, one away from the separation site and one at the separation site. The vertical surface of the wire exhibited smeared material along with elongated shallow dimple ruptures in a torsional direction. This sample of the guidewire was fractured as a result of a torsional overload in a bending moment. Based on the investigation results and the information provided, there was no indication that the device was not used as in accordance with the labeling. The torsional overload that was noted on the second piece was likely caused by excessive force applied to the guidewire in order to overcome resistance during advancement through highly tortuous anatomy. Therefore, a root cause of operational context has been assigned to this event.